Manufacturer narrative:
A.5 race is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient in biventricular failure, with cardiomyopathy, and planned workup for a transplant was implanted an impella 5.5 device for mechanical circulatory support. The patient developed pain at the site of access. However, the pump remained on for support despite the pain while workup for transplant. Additional information received noted approximately four days later, the site had swelling, pain, and a washout of the access site was performed. The patient was noted to be in stable condition.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding site could not be determined since the product was not returned and insufficient clinical details were provided.